Manufacturer narrative:
Please note that the event date was reported to be in or about fall of 2016 and that the date is being reported as (B)(6) 2016 in report date. It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided, approximately six years after the filter implant, the patient became aware that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded and cannot be removed. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review and the limited information provided, the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. Approximately six years after placement, the patient was informed that his filter has subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of the ivc and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was embedded in the wall of the ivc and could not be removed. An unsuccessful percutaneous removal attempt was performed one month and ten days post implantation. The patient reports suffering from mental anguish fearing that the filter will fracture and cause damage to his body. The patient also reports pain and damage to the vena cava. The indication for the filter implant was prophylactically prior to open heart surgery with a history of pulmonary embolism (pe). During the implant procedure, the left femoral vein was accessed, and a 6 french sheath was inserted. The optease filter was deployed at the infrarenal ivc. The patient tolerated the procedure well. The patient¿s medical history is significant for pulmonary emboli, coronary artery disease, and cardiac valvular disease. Coumadin and heparin were initiated on the patient because of his history of dvts and pulmonary emboli. The patient was later diagnosed with a murmur and later was found to have developed atrial fibrillation. A venacavogram of the patient¿s filter showed a mild tilt of the ivc filter with the retrieval hook towards the left side of the inferior vena cava; however, there was good apposition. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and vena cava damage could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. Given the nature of the complaint the reported vena cava dame could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.